Event description:
The patient experienced undesired sensations and pain due to the migration of the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware.

Event description:
The patient experienced undesired sensations and pain due to the migration of the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144039. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144928. UDI: (B)(4).

Event description:
The patient experienced undesired sensations and pain due to the migration of the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility. No further information has been obtained.